Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 3rd day, discontinued), amikacin injection (250mg, every day, discontinued) and targocid injection (400mg, every day, discontinued) for peritonitis. Five days after the event onset, the patient was hospitalized for the event. Pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (twice a week) 11 days after the event onset. Seven days after hospital admission, the patient was discharged. On an unknown date, the patient was recovered from the event. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.